Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the batteries at times will show up failed and once he takes it out, it is good. The customer was advised that (B)(4) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to insert new aaa alkaline battery. The customer stated that the pump received failed battery test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
No unexpected failed battery test alarm was noted during testing. The insulin pump passed the self test, off no power test, reset error alarm test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, and excessive no delivery alarm test. The operating currents were within specification. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.